Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoracoscopic lobectomy. The device did not fire. To correct the issue, another device was used. No known impact or consequence to patient. Patient status is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. It was observed that the cover tube had been rotated on the reload adapter and pulled proximally which was causing the device to be difficult to load into an instrument. There was damage on the alignment lugs indicating that the reload wasn't properly aligned and indicating a source of excessive force being applied to the reload a review of the device history record indicates this product was released meeting all manufacturer's quality release specifications at the time of manufacture. However, a component error was identified during product analysis. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Based on the evidence available, the reported condition was confirmed. A product enhancement has been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.